Manufacturer narrative:
On 28-apr-2023, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed the h6. Type of investigation code of ¿analysis of production records (b14)¿ was inadvertently omitted from the 3500a initial medwatch report. It has now been populated.

Manufacturer narrative:
On 11-may-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar® eco diagnostic ultrasound catheter and a foreign material was encountered. It was reported that it was discovered after the catheter was removed from the packaging that the catheter was covered in a white flaky substance. The caller stated that the white flaky substance was discovered on the shaft, connector, and handle of the catheter. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that white particles were observed on the handle of the catheter. For this reason, a fourier-transform infrared spectroscopy (ft-ir) analysis was requested and it was found that the results show that the sample analyzed is a carboxylic acid-based material. Due to this condition, an external manufacturing investigation was performed, and it was determined that this particle is from unit carton. A device history record was performed for the finished device batch number, and no internal actions were identified. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. The issue reported by the customer was confirmed. An internal corrective action has been opened to address this issue. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
Device investigation details: a picture was received for evaluation and was evaluated following biosense webster's procedures. According to picture provided by the customer, white particles were observed on the handle of the soundstar catheter, however, the source of the foreign material remains unknown. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the picture analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar® eco diagnostic ultrasound catheter and a foreign material was encountered. It was reported that it was discovered after the catheter was removed from the packaging that the catheter was covered in a white flaky substance. The caller stated that the white flaky substance was discovered on the shaft, connector, and handle of the catheter. They replaced the catheter with an acunav catheter and the procedure continued without further issues. There was no patient consequence as it was not placed in body due to substance on catheter.